Manufacturer narrative:
Date sent to the FDA: 2/8/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what was the issue? Suture breakage when did the issue occur, in the package/during dispensing/during use on patient? During use how many devices had issue in each procedure? Unk state issue with each device? Na were there adverse patient consequences? No. If yes, what medical/surgical intervention was provided? Na

Manufacturer narrative:
An unopened sample of was returned for analysis. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The needle/suture combination was tested by knot tensile strength and the results is above the minimum individual strength requirement. Per the condition of the representative sample, no performance - breakage suture was found on the strand and the tested suture met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture was reaking . It was unknown how the suture was being used when it broke, where along the suture it broke, or if the needle also broke. It was unknown how the procedure was completed. There were no patient consequences reported.